Manufacturer narrative:
Findings: unit received with high idle current and alarmed rf pic failed self-test during self-test due to faulty y-1 on rf board. No battery out limit alarms noted. Unit passed, unexpected restart error test, rewind, basic occlusion test and displacement test. However, unable to prime unit during prime test due to faulty force sensor (gold). Unit alarmed lost sensor connecting to glucose sensor simulator due to faulty y-1 on rf board. No weak signal alarms noted. Unit received with cracked case at display window corners, lcd window and belt clip slot. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm battery out limit. Customer's blood glucose at time of incident was unknown. Customer was advised that insulin pump will be replaced due to battery out limit alarm. Customer was advised that we sending out the replacement pump.